Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was intubated with a size 8 endotracheal tube in diagnosis of acute respiratory failure, but the patient's spo2 was at 60% and did not increase. The tube was replaced with the same size, which finally increased the patient'sspo2 level. An additional information received that the endotracheal tube's cuff leaked.